Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had their mobile power unit (mpu) replaced on (B)(6) 2024 due to report of alarms while on mpu only. On (B)(6)2024 the patient reported that over the weekend while on mpu, they had power cable disconnects. Alarms showed potentially inappropriate power cable disconnects, while on power module. If the patient bent or manipulated their primary white power cables, they could make the alarm occur. The driveline was also somewhat twisted and with some covering compromise, some repair tape was on both the external driveline and the modular cable. The site stated they were planning on exchanging the system controller and the modular cable. Log file review was requested and the event log file a lone power cable disconnect back on (B)(6) 2024 that was not associated with power sources changes. That event occurred on battery power. Technical services noted that if the alarms were reproducible with bending of the power cable leads, then exchanging the controller was warranted. No other unusual events were noted in the log file. It was additionally stated that the modular cable damage was identified on (B)(6) 2024, and the driveline damage was identified on (B)(6) 2024, and that neither were repaired with new rescue tape. No images were available, and no products were to be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller¿s white power cable being damaged and atypical power cable disconnect alarms were not confirmed. The provided log files did not capture any atypical events, and the pump operated as intended throughout the data. The system controller (serial number (B)(6)) was not returned for analysis. Available information indicates that the alarms resolved upon exchanging the controller. The root causes of the reported events were unable to be conclusively determined through this analysis, and the reported power cable damage could have contributed to the cause of the reported alarms. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally stated on (B)(6) 2024 that the alarms resolved when the system controller/modular cable were exchanged. It was confirmed that the mpu was exchanged due to alarms.